Event description:
It was reported by the customer that a pyxis medstation es system drawer failure. Customer stated that hear a clicking noise initially, but it fails if not pulled quickly. The drawer was sticking while dispensing medication to patient and there was a delay in dispensing medication while was working on the unit. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer not popping open. A field service engineer replaced the slides to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.